Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the impedance trend is consistent with a lead to device header connection anomaly. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.